Event description:
It was reported that the right ventricular lead exhibited noise and high thresholds. An x-ray image showed that the lead was in an abnormal position. The pulse generator was programmed vdd; atrial sensing and leftventricular stimulation only.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.